Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. The customer's blood glucose (bg) level ranged from 206-270 (mg/dl). The customer delivered a bolus and used insulin pens to address bg level. It was confirmed that the customer will continue using the pump for continued insulin therapy.